Event description:
It was reported that the pulse generator induced high ventricular rate episode due to undersensing of premature ventricular contraction-pvc. No intervention or patient symptoms were reported.